Manufacturer narrative:
(B)94). G2: foreign ¿ australia d4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and review of the available records identified the following: complex left tha paprosky iic defect acetabulum with loosening dm liner acetabular component cemented. Loose positioning cemented liner at cement liner interface. A definitive root cause cannot be determined. This complaint can be confirmed via the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision due to liner/cement interface loosening. During procedure it was noted that there was no greater trochanter present, an incidental finding of ossification, and blood stained effusion. The cup was well-fixed. A new shell and dual mobility component placed. Attempts have been made and no further information has been provided.